Event description:
Medtronic received a report that during deployment, the pipeline device failed to open distally. After re-sheathing 5 times, the braid somewhat opened in a flower bouquet manner distally and no amount of push was causing the braids to get the wall apposed. The physician then decided to change the device for another pipeline and the procedure was completed successfully. The pipeline was positioned in a bend at the middle/distal sections. Less than 50% of the pipeline was deployed when it failed to open. The pipeline was not used for an off-label use. The pipeline and any accessories were prepared as indicated in the instructions for use (IFU). No patient symptoms or further complications were reported as a result of this event.   The patient was undergoing surgery for treatment of a saccular, unruptured left c6 of the internal carotid artery (ica) aneurysm with a max diameter of 22mm and a 5.7mm neck diameter. The landing zone artery size measurements were 4mm distally and 4.3mm proximally. It was noted the patient's vessel tortuosity was severe. Dual antiplatelet therapy (dapt) was administered with a platelet reactivity units (pru) level was 170. The post procedure angiographic result showed statis in the coiled giant aneurysm.   Ancillary devices include a cat 5 guide catheter, phenom 27 microcatheter, synchro guidewire, axium coils.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.